Event description:
Event description guidant received information that the threshold measurements of this implantable left ventricular lead increased high enough that intermittent loss of capture was observed even at maximum outputs.